Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their health care practitioner (hcp) and was diagnosed with a skin infection. For treatment, the site was drained by a health care practitioner (hcp). We have followed up with the patient and made 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.